Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unknown breast augmentation with unknown breast implants which bilaterally had issue with capsular contractures baker grade iii/IV after implantation. As a result patient had the implants removed on (B)(6) 2019. Left side had baker grade IV/IV, and right side baker grade was iii/IV. This report is for the left side.